Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided if implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was prepared in the usual way with no problems. When the iol was introduced into the eye there was only one haptic attached to it, and it had to be removed and replaced. The missing haptic was later seen in the introducer. During follow up it was stated that the doctor enlarged the incision slightly, and cut the iol partially before taking it out of the eye. Manipulations caused slight iris damage but nothing sight threatening. The doctor then inserted another amo iol. There was no patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/01/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The cartridge was observed correctly engaged into lower body of the pcb00 device. The plunger was observed in advanced position. The plunger was gently pulled back and it was found locked. The lens was returned out of the insertion device. Visual inspection at 10x microscope magnification was performed and residues of viscoelastics are observed in the cartridge. The lens was observed torn and the haptic was detached. The detached haptic was observed stuck at the cartridge tube. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.